Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: water flowed into the circuit and the cannula during treatment. It is reported that the rt (respiratory therapist) used a pole mount neptune set-up with a catalog #382-70, a hudson column and a catalog# 780-20, a hudson ventilator circuit and changed the circuit to a catalog #2410, a hudson comfort flo humidification system to use a high flow nasal cannula. The rt failed to change the column. The nurse found water in the circuit and cannula, then called rt and they changed everything. The column and circuit were discontinued. No patient injury reported.